Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Despite attempts to load a new cartridge following proper procedures, the customer was unable to resume insulin therapy due to the recurring alarm. Tandem technical support assisted the caller and decided to replace the pump. The customer was informed about the replacement and was advised to use the new pump, with serial number (B)(6), as backup therapy. The problematic pump was to be returned using the provided instructions.